Manufacturer narrative:
D9: product received date 9/23/2024. H3: one device was returned for repair. Visual and functional testing was performed. Found drack on the lcd lens, and downstream occlusion (dso) seal lifting. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No log or error code history of malfunction. Remote dose test confirming failure. Replaced printed wire assembly (pwa) board. Replaced front lcd lens, dso seal, latch lock flex sensor, motor and motor gasket. Device passed all tests post repair.

Manufacturer narrative:
B3: unkown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed patient-controlled analgesia dose that did not performed patient-controlled analgesia dosage. No patient injury was reported.